Event description:
The complaint/event involved a connector tego¿ that reportedly caused an increase in venous pressures during hemodialysis therapy in the fresenius renal unit at the facility. The catheter and set connection were reviewed. After exchange of the tego device, there was an improvement with the decrease in venous pressures. No harm or adverse event was reported.

Manufacturer narrative:
Received a photo from the customer showing the affected sample. The sample shown had a torn seal. Received two used list #lat-d1000, connector tego¿; lot #14145002 the samples were observed to have torn seals. The reported complaint of a torn seal was confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record (DHR) and relevant commodities were reviewed; the following discrepancy was found. Exception type: ncmr document ID#: (B)(4) list #: r1-3701 lot #: 13880025 discrepancies: r1-3701, tego seal with occluded window covering the rib from the tego body. According to the specification the rib from the tego body should pass through the window. R1-3701 lot 13880025. This was identified on february 21, 2024, at incoming inspection; 100% inspection, (B)(4) were found affected with occluded window.